Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported that the patient presented to the emergency room the day prior to the report date with confusion and was admitted to the hospital. The patient was currently still hospitalized. It was reported the health care provider (hcp) wanted to rule out that the patient ¿may be¿ getting too much intrathecal medication from the device. The hcp believed the device was refilled the day prior to the report date before the patient began experiencing symptoms. An MRI of the patient¿s head was possibly to be performed. The device system was used to deliver baclofen and morphine. Additional information has been requested, but was not available as of the date of this report.